Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was observed to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.